Event description:
It was reported that the patient minimal stimulation sensation in the lumbar area following being accidently hit in the same lumbar area by their spouse while sleeping. High impedances were also measured on electrode #7. The patient was reprogrammed on (B)(6) 2010 to adequate stimulation. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted; (B)(6) 2010 explanted: na; lead model 3778-60 (B)(4) implanted; (B)(6) 2010 explanted: (B)(6) 2011; recharger model 37754 (B)(4); programmer model 37744 (B)(4). This device was being used in a clinical trial noted as (B)(4).